Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved quickly. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in proper position and hemolysis was improved after repositioning of the pump. The cause of positioning issue was unknown. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Pump suction: the cause of pump suction was most likely patient condition related. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that during impella cp support, there was blood-tinged urine on arrival from transport from (B)(6) hospital to (B)(6) hospital. Suction events after moving the patient to the hospital bed. No issues per transport team. The patient was weaned to p-4. Hemolysis was noted. An echocardiogram was performed and the inlet was shallow just past the aortic valve. The pump was advanced and was measuring at 3.7 centimeters with improved flows and waveforms. The plan was to leave at p-5, until a new pulmonary artery catheter (pa) was placed. The current pa catheter clotted off and was they were unable to get filled and pressures current output and current intake. The patient was brought to the cardiac catheterization lab for impella repositioning and new pa catheter placement. 500 cubic centimeters of albumin bolus were given. Lasix was given. Hemolysis cleared. And urine output was adequate and yellow. Confidence interval (ci) was 1.9. The pump was increased to p-8. The plan was to trend lactates and ci¿s. Two day later, the patient was running, temperatures overnight. A culture was sent and antibiotics were started. The patient's outcome was unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿